Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged issue first began. The patient stated that on (B)(6) 2017, in the evening she obtained an alleged glucose result of 147mg/dl on the subject meter, which she compared to 59mg/dl on the other meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she takes unspecified medications to manage her diabetes and reported that she developed symptoms of ¿not feeling well, headache and like floating in a cloud¿ the patient stated that, on (B)(6) 2017, around 10:07pm, whilst in hospital the patient was treated by an hcp with IV glucose. At the time of troubleshooting, the cca determined that the correct testing steps were carried out, the meter was set with the correct unit of measure and an approved sample site was being used. The patient confirmed that the test strip vial was not cracked or broken and the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of these symptoms.